Event description:
It was reported that a balloon catheter had broken. It was also reported that after removing the 6mmx2.50mm wolverine mr cutting balloon from the packaging, it broke upon removal from the plastic coil, as they were pulling out the stylet. There was no torsional force, but a routine opening of the balloon. This occurred outside the patients body. The procedure was completed with a different device and there was no patient incident.

Event description:
It was reported that a balloon catheter had broken. It was reported that after removing the 6mmx2.50mm wolverine mr cutting balloon from the packaging, it broke upon removal from the plastic coil as they were pulling out the stylet. There was no torsional force, but a routine opening of the balloon. This occurred outside the patients body. The procedure was completed with a different device and there was no patient incident. The device was returned for analysis. A complete break was identified in the midshaft the device. A visual and microscopic examination was performed on the returned device. A visual and tactile examination identified multiple severe kinks along the hypotube of the device. A complete break was noted in the midshaft of the device approximately 1180mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube or shaft that may have contributed to the complaint incident. The balloon material was folded and did not appear to have been subjected to positive pressure. A visual and microscopic examination was performed on the balloon material and no damage or any issues were noted that could have contributed to the complaint incident. A visual and microscopic examination identified no damage or any issues with the tip, markerbands or blades of the device that could have contributed to the complaint incident. All blades were present and fully bonded to the balloon material.